Event description:
It was reported that the subject device image quality was poor. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device passed all visual and functional testing with no abnormalities identified. The event was unable to be reproduced and the device performed within specification. Therefore, a definitive root cause could not be determined. A device history review was completed, with no issues were identified. This issue is addressed in the instructions for use (IFU): section 4.1 precautions (warning) if the endoscopic image or function is abnormal and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the endoscope, the abnormality may occur again, and the endoscope may not return to normal. In this case, stop using the endoscope immediately and slowly pull it out from the patient. Continued use of such a device may cause injury to the patient, bleeding, or perforation. If for some reason the endoscope image disappears or does not return from the frozen state during an endoscopy, and you do not know how to recover, turn the otv-s7pro power off and on again. If the image does not return to normal and observation is still not possible, immediately turn off the otv-s7pro, remove the camera head from the endoscope, and while looking directly into the endoscope eyepiece, slowly pull the endoscope out from the patient to discontinue use. It is extremely dangerous to leave the endoscope inserted into the patient while the image is lost or the patient cannot be observed, or to pump air, suction, or perform any other procedure. If any of these tools are being used, withdraw them in the safest way possible before withdrawing the endoscope. Also, always have a spare device available during the procedure to avoid interruption of the procedure. Olympus will continue to monitor the field performance of this device.